Event description:
The user received questionable total bilirubin results for proficiency survey samples. The user had failed the survey for four out of the five samples. Of the data provided, the results for one of the samples were discrepant. All results are in mg/dl. The initial result was 2.4 with an acceptable range of 1.4-2.2. The sample was repeated on (B)(6) 2010 with results of 2.7, 3.1 and 2.8. All the repeat results were accompanied by data flags. The user recalibrated the assay, ran quality control and repeated testing of the samples. The repeat result for the sample was 2.8 with a data flag. The user requested new material from the survey provider. The results from the initial testing on (B)(6) 2010 were not provided, but the user stated the results "are about the same as they recovered initially". The user recalibrated and repeated testing of the new material. The repeat result for the sample was 1.8. The user did not have any complaints with patient results. No patients were affected by the event. It was noted the user had the incorrect setpoint for the calibrator material programmed into the analyzer. The bilirubin total reagent lot number was 15829200. The field service representative found the photometer lamp had a burnt spot and replaced the lamp. To verify the analyzer operation, he ran performance testing and the user ran quality control which passed.